Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the applicator component of the adc sensor kit was missing. As a result, the sensor was not able to be applied for monitoring glucose and customer (child) subsequently experienced symptoms described as weakness, dizziness, pallor, and sweating. The customer was treated with juice for hypoglycemia. There was no report of death or permanent injury associated with this event.